Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper function as all samples met specifications. Additionally, 10 retention samples were draw tested and no issues were observed as all samples met specification. No issues were observed with the hemogard closure and stopper assembly being loose or popping off after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function/stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube the stopper pops out of the tube. This is report (7 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."